Event description:
It was reported a patient presented for an implant procedure on 2 aug 2024. The physician could not screw the lead into the device header and the torque wrench would not engage with the screw. After a few attempts the physician wanted to remove the lead, but it was stuck and could not be removed from the device. The implantable cardioverter defibrillator (ICD) was not used and removed within the same operation. Post-procedure the patient was stable.

Manufacturer narrative:
The reported field event of failure to remove lead from header and unspecified fitting issue were not confirmed. The reported field event of failure to connect was confirmed. The left ventricular setscrew was found to be fully stripped from the lead bore. This would not allow the set screw to be tightened and properly secured the lead. It is suspected the damage occurred during the procedure. The device was above elective replacement indicator (eri) when received. Telemetry, impedance, sensing, pacing, and high voltage (hv) output functions of the device were tested and found to be normal. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.